Event description:
Boston scientific received information that difficulty was experienced establishing telemetry with this cardiac resynchronization therapy defibrillator (crt-d). When interrogated the device reverted to storage mode. This patient had been lost to follow up. An invasive procedure was later performed. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case and that the was swollen. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected the device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not confirmed.

Manufacturer narrative:
This report will be updated should the device be returned and analysis be performed or if additional information is received.

Event description:
--